Manufacturer narrative:
(B)(6). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. We performed a batch history review which showed no non-conformances associated with this issue during the production of this batch. While the reported issued was not verified, bd has recently investigated a similar incident and found the tips likely broke due to imperceptible damage in the barrel. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. If there was a minor defect that was not detectable in our inspection process, the tip could break as a result of both the minor defect along with the force used to engage the product. Investigation conclusion: the material used to manufacture discard it syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of the strong conditions during use of the product. Root cause description: not able to confirm the reported issue. Possible cracked due to strong conditions during use of the product.

Event description:
It was reported that a bd discardit¿ ii syringe broke when using it to deflate the balloon of a probe. The tip of the syringe broke and was blocked in connection with the probe. There was no report of exposure, serious injury, or medical intervention.